Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. According to the patient, on (B)(6) 2025, the cgm displayed 200 mg/dl. Without performing a fingerstick test, the patient administered a small dose of humalog using an insulin pen. The patient did not report any symptoms at that time. Later, the cgm mobile device showed 170 mg/dl. She proceeded to take a shower. Upon exiting the bathroom, the patient experienced a sudden loss of awareness or a blackout. She was unaware of what transpired during the episode and regained consciousness approximately four hours later, alone. Immediately after regaining consciousness, the patient checked the cgm mobile device, which displayed a ¿start new sensor¿ message. She then performed a fingerstick test using a glucometer, which showed a blood glucose level of 38 mg/dl. In response, she consumed glucose tablets and orange juice. The patient removed the sensor and replaced it with a new one. Within an hour, her blood glucose levels improved, with readings of 78 mg/dl and later 179 mg/dl (unspecified time interval). The patient did not seek further medical attention or hospital care and reported feeling better afterward. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. H2 type of follow up: additional information. H6 codes: additional information.

Event description:
Subsequent to the initial MDR, additional information has been provided. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.